Event description:
Patient enrolled into the (B)(4) trial. Pre-discharge a minor ischemic stroke was reported. The patient recovered without sequelae. Per site the stoke was related to the procedure but not the device. Please reference MDR 2183870-2010-00145 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.